Manufacturer narrative:
An investigation was performed for the customer issue and included a review of the complaint text, troubleshooting, a review of historical data, and a review of product labeling. The field service engineer reported that burns were found on an on-board connector and the bottom of the interface cable after the instrument was shut down. The problem was resolved by replacing the pcb assy, pdm, cdruby and the interface cable. Review of product historical data did not identify any trends or abnormal complaint activity. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics' complaint investigation a product deficiency was not identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The technician reported a short circuit and melting of the solder part of the cell-dyn ruby. No injury was reported. No impact to patient management was reported.